Event description:
The pain was related to the presence of the device. The physician felt that the surgery had occurred for both the patient's comfort and to preclude a serious injury.

Event description:
It was reported via implant card that the vns generator was replaced due to mechanical discomfort. It was unclear if this referred to the physical presence of the generator or to the stimulation provided by the generator. Historically, the facility does not return explanted products to the manufacturer therefore product return is not expected. No additional relevant information has been received to date.